Manufacturer narrative:
D4 UDI: (B)(6) this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Date of event provided in section b3 is an approximation, was not provided by consumer. The customer reported a false positive result directly tested on kitted swab using throat sample type. Throat samples with ID now covid-19 2.0 is considered off-label and is not supported for use by abbott diagnostics scarborough. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m796083 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m796083, test base part number 192-430 / lot m796083. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m796083 showed that the complaint rate is(B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. H3 other text : single-use, device discarded.

Event description:
The customer reported ten (10) false positive results with the ID now covid-19 2.0 test kit for ten patients performed on from 03jan2024 to 11jan2024. This MFR. Report addresses patient ten (10) of ten (10). The customer reported a false positive result directly tested on kitted swab using throat sample type. Confirmatory pcr testing was performed (at external laboratory) on ten patients on the same day or the following day which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported ten (10) false positive results with the ID now covid-19 2.0 test kit for ten patients performed on different days from christmas till second week of january. This MFR. Report addresses patient ten (10) of ten (10). Confirmatory pcr testing was performed (at external laboratory) on ten patients on an unknown date which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4). Date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The customer reported ten (10) false positive results with the ID now covid-19 2.0 test kit for ten patients performed on from (B)(6) 2024. This MFR. Report addresses patient ten (10) of ten (10). The customer reported a false positive result directly tested on kitted swab using throat sample type. Confirmatory pcr testing was performed (at external laboratory) on ten patients on the same day or the following day which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4). Date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The customer reported a false positive result directly tested on kitted swab using throat sample type. Throat samples with ID now covid-19 2.0 is considered off-label and is not supported for use by abbott diagnostics scarborough. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.d2a h3 other text : single-use, device discarded.